Event description:
Customer reported being hospitalized with high blood glucose levels, customer stated that she was sitting down when doing insertion, and was using cold insulin. The customer reported having scar tissue, hence was advised to use a different site area. Troubleshooting performed and pump appeared to be operating normally.